Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the crm module in the device. The necessary checks and tests of the device were performed. The tests were successful. The device was started by connecting the test trainer and catheter. The device was delivered in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during periodic maintenance of cs300 intra aortic balloon pump (iabp), it was observed by getinge fse that the crm module catheter inlet was deformed. There was no patient involved.